Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after administering the patient's nutrition, there was nutrition output through the gastrostomy walls. A specialist doctor checked the probe and found it came out due to the deflated balloon. The probe was replaced for continued nutrition therapy. There was no patient harm.

Manufacturer narrative:
The device history record was reviewed for lot number 1832505664 and indicated that the product was released accomplishing all quality standards. Based on the lot number, the item code was identified as 8884720247 rather than 8884720247e. The device was manufactured on november 23, 2018. One decontaminated sample was received at the manufacturing site for evaluation on january 12, 2021. The sample arrived with the original packaging for item code 8884720247 and lot number 1832505664. After performing a visual evaluation per procedure, the reported issue was confirmed, a leaking balloon was observed. The issue was not found to be associated with cardinal health¿s manufacturing process. This component is purchased through an external supplier. As a result, a complaint notification and the sample were sent to the supplier to initiate an investigation. The sample was received by the supplier on february 01, 2021 for evaluation. The reported issue was again confirmed, a pin hole was found 5/16 from the distal tip of the device. The device history record was reviewed by the supplier to determine if there could be any manufacturing related issues that could contribute to the reported issue. All line clearances, material verifications, and quality control inspections were performed by trained/certified staff. There were no nonconformances generated for the lot number. There were no indications that the issue was generated during the supplier¿s manufacturing process. The supplier has the following controls in place to prevent this issue from occurring: all production personnel and quality control inspectors are trained and certified. Line clearances are performed and documented at each workstation. All molds, presses, and testing equipment used to manufacture the product line are documented within device history records and cleaned and calibrated when applicable. Controls surrounding the actual silicone material used include stringent storage, milling, cleaning, and extrusion rules. Detailed DHR/pic (pictorial instructions) are present at each workstation. To mitigate the risk of releasing devices with balloon pinhole issues, each unit is 100% tested during the process, where it is inflated for a minimum of 10 minutes and inspected visually prior to accepting the unit for distribution. Additionally, quality control inspects at an acceptable quality limit level to verify the integrity of the balloon. The production floor contains pictures, reminders, and icons that no sharp objects (razors) are acceptable around workstations where the cuff bonding or testing occurs. A corrective and preventive action was previously opened to help mitigate the risk of balloon bursting, leaking, and deflating. As part of these mitigations, the following corrective and preventive actions were put in place: cuff raw material at cuff molding operation to be completely enclosed while sitting on the table to prevent contamination, operator training to include the proper methods of maintaining cleanliness of the workstation surface, transfer press plunger and plate, as well as reducing contamination transfer when handling raw material, all cuffs collected will be inspected under magnification and if flash or other material is attached to the cuff and requires some force to remove it the cuff is discarded, and the quality control sampling plan has been updated. The corrective actions were implemented and the CAPA has been closed as effective. This lot was manufactured prior to the corrective actions being put in place. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. Corrected: section d4 - model number, catalog number, and UDI number.

Manufacturer narrative:
Section b5 has been updated to include "additional information provided by the customer on 05feb2021, stated that the device was in the patient for 18 hours before failing". An investigation is currently underway, the results will be shared upon completion.

Event description:
The customer reported that after administering the patient's nutrition, there was nutrition output through the gastrostomy walls. A specialist doctor checked the probe and found that it came out due to the deflated balloon. The probe was replaced for continued nutrition therapy. Additional information provided by the customer on 05feb2021, stated that the device was in the patient for 18 hours before failing. There was no patient harm.